Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy/silicone - bivona tubes neo/ped . Two samples received with one lot p/n 67p035 l/n 3853387 and second one p/n 67p035 l/n 3853387. Both cuffs were inflated four times with 5 cc of air with no discrepancies found. Quality reveiew of engineering processes where reiewed on 32 assemblies 05/mar/2020 . No descrepencies were found. No fault could be found with product and as prevenative production personnel was notified by quality engineer on 09/mar/2020 as awareness of the defect reported by the customer.

Event description:
Investigation completed on a smiths medical tracheostomy/silicone - bivona tubes neo/ped tts. Summary in h-10.

Event description:
Information was received indicating that during placement of a smiths medical portex bivona tracheostomy tube the cuff would not inflate. It was required that a new 3.0 size tube be placed instead of the 3.5. It was reported that prior to placement procedure, the patient had desaturated into 50's and became bradycardic in 70's requiring bagging during placement. There were no further reported adverse effects.